Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The patient's landing zone measurements were recorded under the following views: 23mm at 45 degrees, 23mm at 90 degrees, and 24mm at 135 degrees. Sizing was determined with intracardiac echocardiography (ice). Ice and fluoroscopy was used for the procedure. The patient's left atrial pressure was 17mmhg. A tension test was performed. Close criteria were met. The shape of the occluder at the time of implant was tire-shaped. The occluder was re-captured once. The occluder was implanted. On (B)(6) 2025, during the 45-day follow-up, it was noted the occluder embolized to the aorta and caused a partial blockage to blood flow. The occluder was surgically explanted from the patient. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.

Manufacturer narrative:
An event of device embolization and partial obstruction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and cine review, the cause of the reported device embolization is likely related to operational context. The cause of the reported partial obstruction appears to be a cascading effect of device embolization. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The patient's landing zone measurements were recorded under the following views: 23mm at 45 degrees, 23mm at 90 degrees, and 24mm at 135 degrees. Sizing was determined with intracardiac echocardiography (ice). Ice and fluoroscopy was used for the procedure. The patient's left atrial pressure was 17mmhg. A tension test was performed. Close criteria appeared to have been met. The shape of the occluder at the time of implant was tire-shaped. The occluder was re-captured once. The occluder was implanted. On (B)(6) 2025, during the 45-day follow-up, it was noted the occluder embolized to the aorta and caused a partial blockage to blood flow. The occluder was surgically explanted from the patient. The patient remained hemodynamically stable throughout the procedure. The patient status was stable.